Event description:
It was reported that patient underwent left clavicle internal fixation removal surgery on (B)(6) 2024, and suture was used. When the doctor was suturing the patient's wound with suture, the suture broke as soon as it became tangled. At that time, the patient's blood pressure was 110/70, pulse was 70, and blood oxygen saturation was 98%. The touring nurse immediately replaced the suture for the surgeon to suture. After the replacement, the suture was successfully completed, and the patient's blood pressure was 120/76, pulse was 77, and blood oxygen saturation was 99%. Although the suture was replaced in a timely manner, it also increased the patient's risk and increased the surgical duration. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/22/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.